Manufacturer narrative:
The neuron max 6f 088 long sheath (neuron max) product display box was returned bent and damaged inside the cardboard shipping box. The neuron max was fractured at its ID band and bent approximately 52.0 and 76.0 cm from the hub. Evaluation of the returned device revealed that the neuron max was fractured at the ID band of the catheter. This type of damage can occur if the device is forcefully handled while removing the catheter from its sterile product pouch. Further evaluation revealed that the catheter was bent in two locations along its length. This damage likely resulted from transit between facilities as indicated by the damaged product display box. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) was bent upon removal from the packaging. The damage to the neuron max was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.